Event description:
It was reported that the user did not fully lock the luer connector, which allowed the cartridge to be pushed out of the ilet and interrupted delivery, resulting in elevated blood glucose to 210 mg/dl; troubleshooting and education were completed, and the user replaced supplies, reattached properly, and resumed delivery. Symptoms included hyperglycemia. Outcomes included no injury, no hospitalization, and no use of backup therapy. Investigation included user interview and troubleshooting. Investigation of this case revealed use-related error related to connector attachment and improper seating of the cartridge. It was concluded that the event was attributable to user handling and that the device functioned as designed once correctly set up.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.